Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral lower abdomen, lower abdomen, and upper abdomen on (B)(6) 2019 using the cooladvantage and coolcore contour applicators. The next day after treatment, the patient experienced pain and noticed increased swelling, distention, and fat in the treated areas. On (B)(6) 2019, the patient was treated on the bilateral flanks (love handles) using the cooladvantage and coolcurve+ contour applicators. The patient was diagnosed with paradoxical hyperplasia (ph) in the upper abdomen, lower abdomen ((B)(6) 2020), and bilateral flanks ((B)(6) 2020).

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral lower abdomen, lower abdomen, and upper abdomen on (B)(6) 2019 using the cooladvantage and coolcore contour applicators. The next day after treatment, the patient experienced pain and noticed increased swelling, distention, and fat in the treated areas. On (B)(6) 2019, the patient was treated on the bilateral flanks (love handles) using the cooladvantage and coolcurve+ contour applicators. The patient was diagnosed with paradoxical hyperplasia (ph) in the upper abdomen, lower abdomen ((B)(6) 2020), and bilateral flanks ((B)(6) 2020).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.